Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1,e3, h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 23-aug-2022 to 22-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system needed a windows update. The technical field specialist rebooted the station to complete windows update. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly started updating in the middle of a scheduled procedure, preventing caregivers access to required medications. Customer stated that there was no delay and nurses had an option to go to another pyxis to pull medications. The nurse had just pulled meds that she needed. It was at that time that the machine shut down. However, the doctor was upset in the case of an emergency. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system need to be updated due to pending in server updates. A technical support specialist rebooted the system to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly started updating in the middle of a scheduled procedure, preventing caregivers access to required medications. Customer stated that there was no delay and nurses had an option to go to another pyxis to pull medications. However, the doctor was upset in the case of an emergency. There were no adverse events or injuries reported based on this incident.